Event description:
Dr. (B)(6), urologist, performing ureteral dilation. Dr. (B)(6) helping with encore and balloon. Started to inflate when balloon prematurely ruptured at 6 atm's. Balloon capacity is 20atm's. This caused damage to the wall of the right ureter. A stent was then placed and procedure stopped.